Event description:
The customer alleged that she rec'd a low blood glucose reading of 54 mg/dl. She performed control tests while troubleshooting and rec'd result of "lo." The normal control range was 109-150 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.